Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the up, down, and ok buttons were under responsive to button presses. The reporter confirmed that there was no known damage to the keypad and there was no known moisture ingress related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump keypad was observed to be thinning. The keypad buttons were tested and were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the keypad contacts. Unrelated to the complaint, the battery compartment was observed to be cracked from the threads down to the bumper pad; the returned battery cap was able to secure to the pump to complete testing. Also unrelated, the display screen was observed to be dim and discolored with a pinkish coloration.